Event description:
It was reported that during an angioplasty treatment procedure, a balloon burst occurred. The anatomy location was a left forearm fistula. Vascular access was obtained via the left forearm. A 8.0 x 40, 40cm mustang balloon "burst and stayed in the patient's arm."

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).